Event description:
It was reported that over the course of the last year, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease from 43% to 12% remaining battery longevity. Recently, the patient performed a remote data transmission and a battery depletion (bd) alert had been declared. The data was forwarded to boston scientific technical services for review and it was confirmed that the device battery was depleting prematurely. Replacement was recommended within 90 days. The physician stated that a surgical replacement procedure will be scheduled shortly, but the replacement procedure has not yet occurred. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.